Event description:
It was reported that patient presented in clinic for follow-up. Previous remote transmission noted that the patient's right ventricular (rv) lead exhibited increased defibrillation impedance. The patient later presented in clinic for generator upgrade. Upon interrogation prior to procedure, it was found that the rv lead defibrillation impedance was high out-of-range. The rv lead was explanted and replaced. Patient was stable.